Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision for pain and elevated metal ion levels. Head and insert exchanged.

Manufacturer narrative:
An event regarding revision due to abnormal ion levels involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: photo of explanted device shows black markings on the inner diameter of the head. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "it is difficult to see any amount of gross material loss from the cocr head or stem trunnion in the intraoperative photograph. No other operative findings were available for review. Despite this lack of gross evidence prosthesis wear is known to result in increased circulating concentration of metal ions. In a patient with a cobalt based implant, modest increase (2-4 mcg/specimen) in urine cobalt concentration is likely to be associated with a prosthetic device in good condition. Excessive exposure is indicated when urine cobalt concentration is >5 mcg/specimen, consistent with prosthesis wear. Urine concentrations >20 mcg/specimen in a patient with a cobalt-based implant suggest significant prosthesis wear. This indirect evidence is indicative of significant wear of the cocr femoral head. Detailed material analysis of the retrieved implants would be required to investigate the degree and possible causation for this wear. Further documentation which would aid in this assessment would include: implant retrieval, operative reports, laboratory reports, operative pathology reports, pre and post op x-rays from the index and revision surgeries, complete MRI imaging and reports, outpatient office/clinic notes." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right hip revision for pain and elevated metal ion levels. Head and insert exchanged.